Event description:
Voluntary medwatch form mw5168517 received states: transmission notes high capture threshold. Review right ventricular lead capture threshold measurements and historical trending. Review range- -1.25 v- 1.75 v. Capture threshold on (B)(6) 2025. 1.25 v within expected range.

Manufacturer narrative:
Related voluntary medwatch form received: mw5168517.